Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-07-30. H6: investigation summary no protector samples were provided in relation to this incident. One connector attached to infusion bag along with an unknown infusion set was provided to our quality team for investigation the connector was visually inspected, no defects or damage observed on the spike of the connector and no foreign matter was observed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Testing results were reviewed for the reported protector lot and results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that foreign matter was found floating in the bd phaseal¿ protector (p50 multi) abraxane infusion bag during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "abraxane: floating matter was found in the infusion bag."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found floating in the bd phaseal¿ protector (p50 multi) abraxane infusion bag during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "abraxane: floating matter was found in the infusion bag."